Event description:
Reporter indicated that the system diagnostics testing in the office resulted in high lead impedance, indicating possible lead break. X-rays reviewed by the manufacturer did not reveal any obvious discontinuities in the ncp system. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
X-rays were reviewed. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.